Event description:
Explanting physician reported left side ¿silicone bleeding¿ and ¿capsular contracture ¿baker grade ii-iii¿. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿silicone bleeding¿ and ¿capsular contracture ¿baker grade ii-iii¿. Continued e1 phone number: (B)(6); fax: (B)(6). Laboratory analysis summary: the device related to the reported event of capsular contracture and visibility/palpability was received on july 18, 2024, with lot number 3179119. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.